Event description:
It was reported that a patient underwent a laparoscopic excision of an intramural myoma in 2007. During the procedure, the foot pedal did not work upon activation. The procedure was converted to an open procedure to complete the case.

Manufacturer narrative:
Date sent to the FDA: 01/25/2008. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.